Manufacturer narrative:
Correction: in addition to the system reboot during the event, a system checkout was performed that detailed no failures found and the system performed as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not available from the site. Other relevant device(s) are: product ID: 9734860, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra-operatively during a fess procedure the navigation screen froze and operation was incapable. The issue was resolved by rebooting. There was no delay to the case. There was no reported impact on patient outcome.